Event description:
I had prk as a touch-up in 2016 after a (successful) lasik procedure in 2007. My myopia continued to progress after the 2007 surgery and I went back to the same dr ((B)(6)) to re-correct my eyesight. I noticed dr (B)(6) f/u procedure re: use of steroid drops was much shorter than other drs but he reassured me he had "only success" with it. Anyway, I ended up with corneal haze in both eyes. What's funny (not funny) is that he waited a few months between doing the right eye and then the left eye, and did not listen to my complaints (or notice the haze) about the other eye, saying "it is still adjusting, it will get better." So then he did the left eye, and the left eye has haze, too. I'm 2 yrs out from this prk and the haze is still a major problem in both eyes, in one eye the haze is less prominent but more central; in the other eye the haze is more significant but more peripheral. The result is that both eyes suck, and it is uncorrectable with glasses. My night vision is so bad that I cannot safely drive at night anymore. This is a major hassle and lifestyle change. In better light I just find that everything takes me longer to read and see. It negatively affects my athletic pursuits as I can't see important things as clearly. At work I've had to increase the size of everything on my computer screen.